Manufacturer narrative:
H10. Additional manufacturer narrative: added h6 codes.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information is in process. If additional information is received a supplemental MDR will be submitted. There may be cases where a transcatheter intervention is indicated or performed to treat recurrent regurgitation and/or stenosis after failed annuloplasty ring repair. Annuloplasty rings are an adjunct to the valve repair and recurrent regurgitation and/or stenosis occurs as a result of progression of disease and is not related to a device malfunction. The cause of the event cannot be determined at this time. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information a patient with a 38mm ring implanted underwent valve-in-ring procedure due to regurgitation. Two 29mm transcatheter valves were implanted. Patient was reported to be doing well on post-operative day one. Surgical ring did malfunction.